Event description:
Boston scientific received information stating: diastasis of the medial wound of the ipg pocket about 2.5 cm, without signs of local inflammation. Corrective action: buffer zaffatura with iodoformical bandage and vascular surgeon evaluation. Event date (B)(6) 2012. Hospital: (B)(6), italy. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).